Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 2.2, res vol 20.1, given 80.9. Air in tubing, no injury to patient. No further information available.